Event description:
It was reported that during implant procedure, the pulse generator could not be interrogated and an error message was displayed. Two different programmers were used to attempt interrogation but were unsuccessful. The device had not been interrogated prior to implant. Software download was performed and the device resumed normal function. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.